Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited very quiet or absent audible alerts and intermittent apparent pausing behavior that was determined to be related to data not syncing to the cloud, and the user requested replacement; the problem aligned with a low audible alarm associated with the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a known interferent affecting perceived performance and a medical device problem characterized as a low audible alarm associated with the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.